Manufacturer narrative:
The ventilator was received by newport medical instruments inc on 5/22/2006. It will be forwarded to MFR/flight medical ltd. For further investigation. A failure analysis report and action taken in resolving th is issue will be submitted to medwatch program.